Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed infection in left underarm. Additional anesthesia was used possibly due to large template not used in combination with the weight of the patient due to previously ineffective anesthesia in the past.